Event description:
Event description: after the implantation of a navitor aortic valve, following removal of the delivery system, the operator attempted to withdraw the safari wire from the left ventricle with a pigtail catheter. At that time, resistance was encountered. The safari could not be moved and appeared to be stuck in relation to the pigtail catheter. Due to the inability to mobilize the safari independently, the physician removed both safari and the pigtail catheter together as a single unit. Upon inspection outside the body, a small fragment of tissue was observed attached to the distal tip of the guidewire. After the tissue fragment was removed, the guidewire was able to move freely relative to the pigtail catheter. What troubleshooting steps, if any, resolved the issue? Physician removed both the safari and the pigtail catheter together as a single unit. What is the next course of action? None. Patient present at time of event? Yes. Patient complications: no patient complications. Patient outcome: fully recovered. Was issue present upon opening package? No. Question: any resistance encountered during advancement through anatomy? Answer: no. Question: how was the procedure completed - were any devices exchanged (if yes, please specify)? Answer: the valve was already implanted. Another safari was used later with no issue. Question: what were possible contributing factors (comorbidities, anatomy characteristics, etc)? Answer: it was noted that the left ventricle was hypertrophic. At the beginning of the procedure, the safari had been positioned upside down and required manipulation in order to achieve the correct position within the ventricle. Question: where in the patient anatomy was the difficulty encountered? Answer: left ventricle. Question: was there a device interaction with another device? If yes, please explain and provide other product details: answer: yes, with a pigtail catheter (cordis). Question: was any device damage noted? If yes, please specify where. Answer: the tip of the wire might had a kink.

Manufacturer narrative:
Product was discarded by the end user facility; therefore, no visual or physical analysis of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the device instructions for use warnings: never advance the guidewire against the resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing the guidewire after device deployment. The wire should only be introduced into or withdrawn from the ventricle through a catheter already positioned into the ventricle. The curve of the safari2 guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site as described in the device instructions for use (dfu), instructions for use: 10. To remove the guidewire from the treatment area: a. A catheter must be advanced into the treatment area over the safari2 guidewire prior to withdrawing the wire. B. The safari2 guidewire is pulled back completely into the catheter. C. The safari2 guidewire may then be withdrawn from the catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors have contributed to the event. We reviewed the associated risk documentation relative to this product and confirmed that this incident is listed and that it is trending within the established occurrence threshold. Lake region's effectiveness of design verification activities brings the overall risk down to as far as possible. Patient information was not provided; therefore, part a could not be completed. The lot number for the device was reported as not available; therefore, section d4 could not be completed, including the UDI number. The sections left blank or unknown on this form could not be completed due to missing information. Attempts to gather further details to obtain the information were made and no additional information was provided regarding this event at the time of this report. Should additional information be received, a follow up medwatch report will be submitted. Note: although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected due to component code (g) showing up on the missing data report.

Manufacturer narrative:
This medwatch report serves as a follow-up to the previous report and includes additional information received in sections b5, d4, d8, and e4. Section h6(b) and h11 have been updated to reflect the newly available lot number. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Should additional information be received, a follow-up medwatch report will be submitted.

Event description:
Additional information received from the distributor on 09-mar-2026: question: during repositioning of the wire, was any resistance, entanglement, or abnormal interaction observed? Answer: yes during repositioning of the wire there was resistance question: did fluoroscopy show the wire interacting with the mitral apparatus (chordae or papillary muscles)? Answer: fluro shows that the wire might interact with the mitral apparatus-chordae question: during attempts to withdraw the wire, did fluoroscopy show the pigtail catheter interacting with the mitral apparatus (chordae or papillary muscles)? Answer: during attempts to withdraw the wire, fluoroscopy show that the pigtail catheter might interacts with the mitral apparatus question: please provide a list of all other devices used during the procedure, including the model, brand name, and sizes. (Please include the cordis pigtail model and size). Answer: other devices that were used are navitor vision 23mm valve - flex nav delivery system, cordis pigtail catheter 5f, ampatz wire aip-thscf-35-260-3-aes, question: did the tip of the pigtail catheter show any damage or deformation upon removal? Answer: fluro shows deformation of the pigtail. Question: was the kink confirmed once the wire was removed from the patient? Answer: not mentioned. Question: although the safari2 guidewire was disposed of, is any photo available showing its condition after removal from the patient? Answer: no photo available. Question: what was the reason for requiring a second safari2 guidewire later in the procedure? Answer: second safari used for post dilatation. Additional information received from the distributor on 01-apr-2026: the media review was completed and the summary is as follows: the available images for the tavr procedure involving implantation of a non-boston scientific transcatheter aortic valve using a safari guidewire were reviewed. Based on the procedural cines, the guidewire appeared to be appropriately positioned throughout the case. However, no imaging documenting the attempts to withdraw the guidewire through the pigtail catheter was available for review. As such, no definitive conclusion can be drawn from the imaging regarding the cause of the reported difficulty in removing the guidewire.